Event description:
A scuba co-cr peripheral stent system was implanted in the subclavian artery. No issues were noted during stent implantation. Approximately one year later a re-check on the lesion revealed that the stent was distorted. The stent remains in the patient. The patient is reported to be fine and no intervention was performed.

Manufacturer narrative:
(B)(4) evaluation results and conclusion: (device is not indicated for use in arteries above the aortic arch).